Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: customer had unit that was making abnormal sounds during ventilation. Compared with another t1 with same settings and verified distinctive noise. I confirmed noise during testing with higher peep levels (see attached video). Also confirmed pressure values were within specification and tested exp. Valve membrane tightness (see attached). Possible issue with internal exp. Valve. No patient harm. However, temporarily increased co2, higher peak pressure. Ventilator was replaced.